Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. There were cuts in the insulation with deformed conductor coils noted approximately 25mm form the terminal pin. Dried fluid was also noted in the helix housing and helix was retracted. Laboratory analysis could not confirm as the lead passed electrical testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing. The lead was explanted. No additional adverse patient effects were reported.